Event description:
Caller reported that tandem mobi cartridge alarm was triggered, but there was no adverse impact to the customer's blood glucose level. The issue occurred during the load process, and although the customer had not previously reported this specific alarm code with this pump, consecutive cartridge alarms were confirmed. Technical support decided to replace the pump, as it was still under warranty, with an expiration date of september 19, 2028. The caller was provided instructions on how to put the pump into storage mode and informed about the steps to take with the replacement pump. The customer, who uses multiple daily injections as a backup therapy, was also instructed to return the problematic pump to tandem.